Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. During an internal inspection it was found that the compressor and spm connector is not fully secured as the socket cap screws holding these components were found loose which can cause the reported errors. Also, the flow screens were found to be contaminated. The flow screens were replaced, and socket head screws were resecured to reduce the probability of occurrence. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "compressor fault-2001 " message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.